Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or battery failed alert noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. However, hardware low level failures error is found in the formatted history file due to broken traces at pin keypad assembly. Also, power error found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device was no longer beeping during the alarms. The customer¿s blood glucose during the incident was unknown. The device did not pass troubleshooting. The device alarmed a hardware low level failure. The device will be returned for analysis.